Manufacturer narrative:
The PMA/510(k)# was previously not included in the initial MDR that was issued previous to this follow-up report. This follow-up report includes the PMA/510(k)# for the product.

Event description:
It was reported by repair work order that the zoom function had intermittent power and that the drive motor assembly was replaced. However, the unit was still functional manually. There was patient involvement; however, no adverse consequences or clinically relevant delay in treatement was reported.

Event description:
It was reported by repair work order that the zoom function had intermittent power and that the drive motor assembly was replaced. However, the unit was still functional manually. There was patient involvement; however, no adverse consequences or clinically relevant delay in treatement was reported.